Event description:
The manufacturer received information alleging while patient was using unit started coughing and unit has black particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam.the patient alleged of having coughing and unit has black particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and an unknown small black particle, keratin-like contamination, white dust like contamination and fibrous in the blower box, rear panel, blower box outlet and on the blower outlet seal. The manufacturer also found evidence of a white crystalline-like discharge/corrosion in the capacitor. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown red/brow particulate contamination, hair like contamination, dust contamination, fibrous like contamination and bio contamination in the humidifier enclosure, tubing connector, drybox seal, and humidifier rear panel and on the flip lid seal. The manufacturer also found evidence of mineral deposits in the water tank. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes the contaminates found were consistent with liquid ingress and unknown particulates, keratin, dust and fibrous substances, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.